Manufacturer narrative:
(B) (4). (B) (4). (B) (4): based on the eval performed by the user facility, cardinal health has determined that this event was caused by a user error and lack of preventative maintenance. This event could have been prevented if the user facility would have changed the 9v battery as recommended in the operators manual.

Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. On (B) (6) 2009: "[name removed] called and unit does not alarm power failure when main ac power is lost, it alarms with any other alarm condition but this one. Explained the alarm board needs to be replaced and that we show unit is under contract. [Name removed] states even though unit is under contract, he cannot have part sent to him until purchasing calls in and asks for it. Gave (B) (4) and will wait for purchasing to call to place order for alarm board under contract. No pt involvement." On (B) (6) 2009: "called [name removed] and he had reran the alarm function test in the 4k pm and determined that the 9v battery voltage was low and when he changed out the battery he resolved the problem".